Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has unprogrammed itself. The saline solution was infusing, but the schedule was unadjusted. There was a patient involvement; however, there was no harm.

Manufacturer narrative:
H3 and h6 codes: updated. The suspect device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The functional testing was performed. The device was worked within specifications. The customer reported issue was not able to be replicated. The root cause of reported issue unable to determined. The device passed all functional tests.